Event description:
Right implant burst and was leaking. Left implant burst. Both were removed. Also had breast infection in 1998. Rptr suspects the implants were burst because of mammogram. Rptr also has numbness in leg and arms, tingling, fluid in ankle, swelling of hands and neck problems, confusion and depression.